Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault, lens rotation, elevated iop, blurred vision, shallowing of anterior chamber and inflammation. Due to low vault, lens rotation, elevated iop, blurred vision, shallowing of anterior chamber and inflammation the lens was exchanged for a same model, power but longer length lens. The problem was resolved.

Manufacturer narrative:
H6 - 4581 - rotation, shallowing of ac h6 - work order search: no additional similar complaint type events within associated lots were found. Inflammation: inflammation is identified in the labeling as a known potential adverse event following icl implantation. The dfu provides the surgeon instruction for complete ovd removal. Precaution: (6) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. Iop elevation from baseline and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4)

Manufacturer narrative:
B5 - the reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation with blurred vision, shallowing of anterior chamber and elevated iop due to inflammation. Elevated iop was described as due to inflammation. This would have typically been managed medically. The lens was exchanged for a same model, power but longer length lens. The problem was resolved. Cause of event is unknown. H6 - health effect - impact code (f): 4627 corrected to 4629 in initial MDR. Claim # (B)(4).